Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote monitoring transmission was sent prior to discharge. Review of the transmission showed atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.